Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer¿s blood glucose level ranged between 174-311 mg/dl. The customer reported that alternate insulin therapy was available.